Manufacturer narrative:
Product analysis:visual review of the returned implant confirmed the portion of the top of the implant has been broken off, the fracture plane angulated at approximately 45 degrees, with rays emanating from the root of the internal thread, and no damage to the thread. Cracks are noted at opposite corners of the inserter interface, and material deformation on the face of the implant consistent with torsional overload. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, intra-op, cage broke during insertion. The product came in contact with the patient. No fragment of the cage remained in the patient. No patient complication were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.